Event description:
Customer reported that an 840 ventilator would not power on. Device was not being used on a patient when event occurred. Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply and the back up power source (bps) printed circuit board assembly (pcba). Device passed all tests.

Manufacturer narrative:
(B)(4).